Event description:
It was reported patient underwent a tibial nailing procedure on (B)(6) 2013. During the procedure, it was noted a reamer end was missing. Review of a radiograph revealed the reamer disassociated from the reamer shaft and remained on the ball nose guide wire in the patient. Surgeon removed the reamer and the reamer shaft. A competitor tibial nailing kit was utilized to complete the procedure.

Manufacturer narrative:
Examination of returned device was inconclusive. During the evaluation, it was noted the root cause of the event was likely due to improper surgical technique.

Manufacturer narrative:
The product identification necessary to review manufacturing history was not provided. Current information is insufficient to permit a conclusion as to the cause of the event. The following sections could not be completed with the limited information provided. Expiration date & lot number - unknown. Manufacture date ¿ unknown. Device availability - the device is reported to be available for evaluation; however, it has not been received by biomet orthopedics to date. In the event that the device is received and evaluated, a follow up report will be sent to the FDA to provide results. (Note: biomet, inc. Acquired the trauma product line from depuy orthopaedics, inc. (¿depuy¿) on june 16, 2012 (¿closing date¿). Pursuant to the written agreement between biomet and depuy, biomet agreed to be responsible for regulatory reporting for events which occurred after the closing date regardless of the entity that actually manufactured the product or actually sold the product to the healthcare provider. Because the product that is the subject matter was manufactured before the closing date, please be advised that the subject product was manufactured by depuy and not biomet.) Depuy also sold the product that is the subject matter to the healthcare provider involved.